Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced an alarm 224 - mismatch between delivered and measured fio2 (fraction of inspired oxygen). The customer confirmed that there was no patient involve with the reported issue.

Manufacturer narrative:
Vyaire complaint # (B)(4). The root cause was determined to be due to a leaking inspiration valve. The part was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.